Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of hi on the contour next link. She was feeling "semi-normal" at the time. She took 7 units of insulin expecting to lower her blood glucose within the 150mg/dl range. Shortly thereafter she lost consciousness and the paramedics were called. She was given oral administration of d50 glucose solution and some juice. The paramedics retested her blood and the reading was 133mg/dl. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.